Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the device failed to fire the anchor. The complaint device was received and evaluated. Visual observation revealed that the color of the handle is slightly faded indicating it is old and seen heavy use. The trigger handle is loose and shaking as if it was missing an inner component that holds it in place. To test its functionality, a versalok ti anchor was loaded and locked. When the trigger handle is actuated, the pin does not deploy into the sleeve of the anchor. The failure of this device to perform its intended operation is confirmed. From the visual appearance, it has been determined that this device was excessively abused beyond its design intent which has led to this failure. Given that not valid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). The lot number is not currently available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair, the deployment gun did not fire the versalok peek. There was an unspecified delay in the surgical procedure. It was not reported if a spare device was available or needed to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported by the sales rep that the procedure was delayed for a couple of minutes whilst a new implant (versalok anchor) and deployment gun were sourced. It was reported that there were no patient consequences or impact to the user or patient. It was reported that the procedure was completed by using a new deployment gun and anchor. It was reported that an alternative product was readily available. It was reported that it not known if any surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions).

Event description:
Additional information received by the affiliate reported he is awaiting the versalok deployment gun to send off with the failed anchor as it was potentially a problem with the gun which caused the anchor failure. It was reported the gun was not reported and therefore hsdu are trying to understand which instrumentation tray was used for the operation so that the gun can be removed and given to me to return with the anchor.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: event description.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.